Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the device was lifting the patient and it started to bend at the boom assembly just past the pump mount.